Event description:
It was reported that ventilator generated an alarm indicating high airway pressure and failed internal leakage test during pre-use check. The was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.